Event description:
It was reported that the surgeon felt that the b8634 triwire punctured the patient's kidney. There was about 5-10cc of bleeding over 5-10 minutes. No further complication was reported.